Event description:
Boston scientific received information that this local area sales representative was going to check this patient's device after reports of hearing beeping tones. Technical services was contacted and discussed that a device fault could emit tones in a single pattern. It was also observed that the right ventricular (rv) lead's shock impedances were less than 20 ohms. The patient came in for a non-invasive programmed stimulation procedure and everything was normal. At this time, no additional intervention will be performed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.